Event description:
An attempt was made during the case to use vacuum assisted venous drainage, but the hcp could not obtain a seal on the reservoir and no venous return flow was detected. The product was changed out during bypass with no consequence to the pt, other than reported blood loss.